Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply, and replaced the tech processor pcb, eprom and sram. System operates as intended. (B) (4).

Event description:
The customer reported, the system will not boot. No patient injury was reported.